Manufacturer narrative:
Device evaluated by MFR? (B)(4).

Event description:
Clinic notes received for the patient report that the patient's device had become infected a week or two prior; and therefore, it was "removed and replaced." A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
Further follow up with the physician¿s office informed that the surgeon performed a wound was out. It was confirmed that during this procedure the device was neither explanted nor replaced, but rather the patient¿s wound site was washed out due to infection. It was clarified that the infection presented at the generator site, which was oozing puss. The tissues surrounding the generator site had become infected at that time. The device was later explanted due to an unrelated respiratory event capture in MFR. Report # 1644487-2019-01935. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.